Event description:
It was reported that during a hand assisted lap colon procedure, the device was leaking pneumo when the surgeon inserts his hand into the hand port. The scrub tech held a finger on the trocar to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. The analysis results found that the b5lt device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. It could not be determined what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.